Event description:
Additional information was received now noting the common femoral artery thrombus was present and noticed before the thrombectomy procedure. The reported thrombus is not related to the thrombectomy where the microvention device was used as it was present before the procedure. There were no other reported issues occurring during the thrombectomy procedure. As the reported issue occurred before surgery and as such cannot be related to the device, this incident no longer meets criteria for reportable event.

Manufacturer narrative:
Additional information was received now noting the common femoral artery thrombus was present and noticed before the thrombectomy procedure. The reported thrombus is not related to the thrombectomy where the microvention device was used as it was present before the procedure. There were no other reported issues occurring during the thrombectomy procedure. As the reported issue occurred before surgery and as such cannot be related to the device, this incident no longer meets criteria for reportable event.

Manufacturer narrative:
Items returned: - n/a. Visual analysis: a visual inspection of the device captured in this file could not be performed as a physical device was not returned for evaluation, nor were any images of the device provided in place of a device return. Procedure and medical imaging was not provided for this investigation. Investigation findings: without the return and physical evaluation of the device, the investigation cannot definitively determine if a condition existed that would have caused or contributed to the reported event. Without imaging, the investigation cannot verify the event occurred as described, nor could the investigation definitively determine the cause of the reported event. Based on a review of the device¿s risk documentation, the reported event did not indicate there were any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform and analysis of the device, this investigation cannot identify with certainty any potential root causes. Batch review: a search for non-conformances associated with this part/lot number combination could not be performed as this information was not available at the time this investigation was performed. Complaint system review: a search of the complaint handling system could not be performed to determine if other similar complaints exist for this batch number, because the batch number was not provided for the product on this complaint file. IFU review (additional information can be found in the IFU, the following is taken from the 27 language version): potential complications potential complications include, but are not limited to: vessel or aneurysm perforation, vasospasm, hematoma at the site of entry, embolism, ischemia, intracerebral/intracranial hemorrhage, pseudo aneurysm, seizure, stroke, infection, vessel dissection, thrombus formation, and death. Precautions exercise care in handling the sofia¿ catheter to reduce the chance of accidental damage. Use caution when manipulating the sofia¿ catheter in tortuous vasculature to avoid damage. Avoid advancing or withdrawal against resistance until the cause of resistance is determined. Presence of calcifications, irregularities, or other devices may damage the sofia¿ catheter and potentially affect its insertion or removal. Maintain perfusion of heparinized saline for inner lumen of the sofia¿ catheter to prevent thrombus formation. If removed from the patient, the hydrophilic coating on the sofia¿ catheter should be hydrated with heparinized saline. Do not allow the coating to dry. Delivery of the sofia¿ catheter 6. Go to step 7 or 8, depending on the situation described below and choose appropriate devices for navigation of the sofia¿ catheter. 7. Navigation through the vasculature, except for the intracranial vasculature c. Using the introducer sheath provided in the package, carefully insert the sofia¿ catheter and the guidewire through a hemostatic valve of the femoral sheath. E. Under fluoroscopic guidance, advance or withdraw the sofia¿ catheter over the guidewire until desired position is attained or before the intracranial position is achieved. Select vessels by slowly torquing the sofia¿ catheter if necessary. Warning: do not advance or withdraw the device when excessive resistance is met until the cause of resistance is determined. Warning: torquing the sofia¿ catheter excessively while kinked may damage the device resulting in separation of the device. Withdraw the entire device (the device, microcatheter, and guidewire) if the device is severely kinked. Warning: do not exceed 2070 kpa (300 psi) maximum recommended infusion pressure. Excess pressure may damage the device or injure the patient. Carefully monitor placement of the distal tip when using a power injector to infuse. F. Go to step 8 for navigation through the intracranial vasculatures. Otherwise proceed to step 9. 8. Navigation through the intracranial vasculature c. Under fluoroscopic guidance, advance or withdraw the sofia¿ catheter over the microcatheter and the guidewire until desired position is attained. Select vessels by slowly torquing the sofia¿ catheter if necessary. Warning: do not advance or withdraw the device when excessive resistance is met until the cause of resistance is determined. Warning: torquing the sofia¿ catheter excessively while kinked may damage the device resulting in separation of the device. Withdraw the entire device (the device, microcatheter, and guidewire) if the device is severely kinked. Warning: do not exceed 2070 kpa (300 psi) maximum recommended infusion pressure. Excess pressure may damage the device or injure the patient. Carefully monitor placement of the distal tip when using a power injector to infuse. Aspiration through the sofia¿ catheter with syringe 7. Make sure that the syringe aspirates blood, emboli, or thrombi through the system. Close the stopcock if the syringe does not aspirate any blood, emboli, or thrombi, or slow aspiration is observed. Carefully investigate the cause of the restriction and reposition the distal tip if necessary. If blood, emboli, or thrombi is stuck in the sofia¿ catheter remove the entire device (the device, microcatheter, and guidewire) and clear the inner lumen. If restriction still remains and the distal tip of the sofia¿ catheter has been repositioned correctly, close the stopcock, re-attach the syringe, and resume aspiration. Maintain aspiration to make sure the emboli or thrombi remains fully engaged with the distal tip of the sofia¿ catheter. With the emboli or thrombi fully engaged pull back the sofia¿ catheter out of the patient body. Warning: excessive aspiration with the distal tip of the sofia¿ catheter covered by the vessel wall may cause vessel injury. 8. After aspiration is completed, remove the sofia¿ catheter from the patient body. If re-access to the vasculatures with the same device is desired, flush and clean the inner lumen of the device by infusion. Inspect the device for any damage. Follow steps 6 through 9 in the delivery of the sofia¿ catheter section for navigation. Warning: do not use the device if any damages or irregularities are observed. Aspiration through the sofia¿ catheter with pump 3. Attach aspiration tubing to the aspiration pump and turn on the pump (refer to the directions for use of the aspiration tubing and aspiration pump manual). Confirm that the aspiration gauge reads -20 inhg. Ensure the stopcock on the aspiration tubing is in the closed position. 7. To begin aspiration, turn the aspiration tubing stopcock to the open position and check to see if blood, thrombus, or embolus are aspirated through the system. 8. If after 10 seconds blood is still observed flowing through the system, stop aspiration. To stop aspiration, turn aspiration tubing stopcock to the closed position. Carefully reposition the distal tip of the sofia¿ catheter to engage the thrombus and resume aspiration. 9. If flow is restricted or absent, maintain aspiration to make sure any thrombus or embolus is fully engaged with the distal tip of the sofia¿ catheter. With the thrombus or embolus fully engaged, slowly pull back the sofia¿ catheter and completely withdraw out of the patient. Warning: excessive aspiration with the distal tip of the sofia¿ catheter engaged with vessel wall may cause vessel injury. The physical device was not available for evaluation to determine if a condition existed that would have caused or contributed to event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation definitively determine the cause of the reported event. This information may be updated if additional information is provided at a later date.

Event description:
As reported through the clinical study sofast / restore: original surgery date was (B)(6) 2023. There was no reported device malfunction, however 11 days post-op, it was found the patient had ¿common femoral artery thrombus". Subject underwent arterial thrombectomy of common femoral artery with angio-seal on (B)(6) 2023 (pod 12). Deep vein thrombosis did not require anticoagulation as below the knee follow up duplex showed no signs of extension of dvt. Hypercoagulable work up was negative. It is noted: outcome - ae: ongoing related to: initial thrombectomy relationship to study device: possibly relatedness to procedure: yes relatedness to mvi devices: yes sofia: possibly eric: possibly bobby bgc: possibly eric and bobby bgc devices were also used however as the study concerns the sofia, this report will be captured against the sofia device. It was confirmed the device model and lot details are not available for all 3 devices.